Manufacturer narrative:
One 7208678 sterile 2.4x381mm drill tip passing pin used in treatment, was not returned for evaluation. This is affiliated with three other complaints opened for companion instruments. Shedding, skived surface material, and damaged drill tip symptoms are aligned with contact of other instruments and devices with the guide wire. Per instruction for use: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction, metal sheddings were coming off from the passing pin. This was noticed in both the femoral (while using the femoral offset guide) and tibial (while using the acufex director guide with the 2.4mm angle bullet) placements. Most of the metal sheddings were removed from the knee joint with a mechanical shaver. The procedure was completed with the same device. There was no significant delay reported. The patient's outcome is as expected. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.